Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower had a door that had kept failing. A field service engineer (fse) had reset all cables and connections and found signs of water on the connections, which was attributed to previous air conditioning temperature changes. The fse had then reassembled the center column. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6).